Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were fluctuating (54 mg/dl-253 mg/dl) due to incorrect basal rate and carb ratio, input by nurse. Low blood glucose was addressed by consuming candy and orange juice, and elevated blood glucose was addressed by delivering a bolus via the pump.